Event description:
Customer reports a fiber leak on reuse number 7 at the onset of treatment noted by a blood leak alarm and visible blood in the dialysate lines. Estimated blood loss was 250 cc's. Pt given 250 cc's normal saline replacement fluid. Treatment continued with new disposables without incident. No pt injury or medical intervention reported.